Event description:
Clip on mechanism on the handle broke when surgeon was impacting the femoral implant with the femoral impactor attached to the handle.

Manufacturer narrative:
Conclusion and justification status: the complaint states clip on mechanism on the handle broke when surgeon was impacting the femoral implant with the femoral impactor attached to the handle. The investigation confirmed that the handle had broken as reported. It should be noted that a field safety notice was issued stating that to reduce the possibility of leaving fragments in patients to adhere to the IFU which include inspecting the instruments to ensure that no instruments or pieces of instruments are left in the surgical site prior to closure. The complaint shall be closed to CAPA; it will be entered into the complaint database and monitored through trend analysis.